Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03981 / 03982).

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2007. Legal counsel further reports patient underwent revision procedure on (B)(6) 2014 due to patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent an initial right total hip arthroplasty on (B)(6) 2007. Legal counsel further reports patient underwent revision procedure on (B)(6) 2014 due to patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to aseptic loosening of the acetabular component. Operative report further noted fluid from joint showed rare white cells. Fibrous tissue was also noted in the acetabulum.